Event description:
Complainant alleged that during the medics treatment of a patient, the device intermittently did not analyze the patient's heart rhythm, charge energy or shock the patient. The clinicians were able to defibrillate the patient twice at 200 joules. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.